Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting paramedics due symptom(s) and meter result. Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 31-aug-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low and high blood glucose test results. The customer is concerned with test results from results obtained of 32, 332, 297, 298, 221 and 175 mg/dl. The customer stated that when he tested using another device, the result was lower than the true metrix air meter; actual meter to meter comparison results were not provided. The customer¿s expected am fasting blood glucose test result range is 110-120 mg/dl. At the time of the call the customer felt well and did not report any symptoms. The customer reported past medical attention that had occurred on 08/07/2022. Customer stated that his companion had called the paramedics, as the customer had been unconscious. Customer stated that his blood glucose test result at 5 am that morning had been 32 mg/dl fasting. The diagnosis was low blood glucose and the paramedics had treated the customer with IV fluids; the customer also stated he had eaten. The customer's blood glucose was raised to 135 mg/dl. The customer was not hospitalized and was advised to follow-up with his physician. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 11/30/2022 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 332 mg/dl date: (B)(6) time: 11:32 am non-fasting, result 2: 297 mg/dl date: (B)(6) time: 11:05 am non-fasting , result 3: 298 mg/dl date: (B)(6) time: 10: 36 am non-fasting, result 4: 221 mg/dl date: (B)(6) time: 08:25 am fasting, result 5: 175 mg/dl date: (B)(6) time: 01: 44 am fasting.

Manufacturer narrative:
Sections with additional information as of 30-sept-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.